Manufacturer narrative:
Fdc 18 failure to follow instruction (undersized stent graft). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on (B)(6) 2013. It was reported that during a follow-up CT on (B)(6) 2017, a possible type ib endoleak was noted. The right external iliac was also occluded. The physician stated the cause of the event was anatomy related; continued vessel dilation and undersized stent graft. On (B)(6) 2018 the physician extended the stent graft limbs to provide seal. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Evaluation summary: the likely cause of the reported possible type ib endoleak could not be determined from the films provided. Returned pre-implant CT¿s revealed that the patient had a 50mm max diameter infrarenal aaa. The neck diameter ranged from 23 ¿ 21mm along a 20mm length, and the neck was moderately calcified and severely angulated ~80 deg rt-lt. The common iliac arteries were moderately tortuous; especially on the right side. The right common iliac artery ranged in diameter from 12 ¿ 15 - 14 ¿ 18 mm, the left common iliac ranged in diameter from 13 ¿ 15 ¿ 16 ¿ 13 mm. Earlier post-implant films were not available for comparison. Review of CT¿s from 4 years post-implant revealed that the maximum diameter aaa had increased to 69mm. The bifurcate was positioned 5 ¿ 10 mm below the lowest left renal artery and there was a marginal proximal seal and a possible type ia endoleak. Just below the bifurcate proximal margin, 15mm below the left renal, the neck diameter was ~31mm. Both common iliac arteries were tortuous, which resulted in lack of stent graft opposition on the distal end of both iliac limbs. However, there appeared to be adequate distal sealing length bilaterally, and no clear distal type I endoleak could be confirmed. Distal to both limbs the common iliac arteries had increased in diameter from 19 ¿ 18mm; bilaterally. Near the origin of the right external the iliac narrowed from 11 ¿ 6 ¿ 11mm across a 2cm length segment that was tortuous. There appears to have been disease progression with neck and common iliac artery dilatation at the proximal and distal seal zones. Minimal contrast seen in the post-implant CT¿s did not allow for a thorough assessment of any possible endoleak. However, a proximal type I endoleak appeared likely, and bilateral distal type ib endoleaks could not be ruled out. Aortic neck & iliac tortuosity may have also contributed to the marginal proximal and distal seals, and vessel tortuosity may have also led to the lumen narrowing reported within the right eternal iliac. Stent graft undersizing also may have contributed. If information is provided in the future, a supplemental report will be issued.